Event description:
During a ptca treatment procedure, the nc ranger balloon developed a pinhole leak at 8 atms on the initial inflation. The pt was asymptomatic during this event. The nc ranger balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'okay'.